Event description:
Patient reports their pump used for gammagard infusion, serial number (B)(6), expiration date unknown, had a malfunction due to the lithium battery. The patient did not miss a dose or have an interruption to therapy as this was day one of infusion. Patient did not report experiencing any adverse event. The pharmacy did replace the device. The pump is available for return, and a return box has been sent. Unknown date of onset of malfunction. Unknown if md is aware. No further information, details, or dates have been provided. Indication: chronic inflammatory demyelinating polyneuritis.